Manufacturer narrative:
A ge service rep performed an onsite investigation. The filament driver pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system produced intermittent 'filament regulator' errors. No pt or user injury was reported.